Event description:
The customer reported the insulin pump did not alarm no delivery. The customer was experiencing high blood glucose, and has treated with the insulin pump. The customer stated that the infusion set was changed to resolve the issue. Advised to perform the self test and passed. During the call, found that the customer was not inserting at 20-45 degrees angle causing the cannula being bent. Advised the customer to change the infusion set and insert using the proper technique. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.